Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no reported damage to the battery compartment or battery cap and no visible moisture was alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2017 with the following findings: during investigation, a review of the pump black box showed multiple pump reboots. The battery compartment and returned battery cap were undamaged. The returned battery cap fit securely to the pump with no power loss. The pump powered on with vibratory and audible alarms functioning properly, indicating there was power to the pump. During testing, the pump ez-prime steps were performed successfully with no power interruptions occurring. The pump¿s cover was removed and moisture corrosion was found to the power printed circuit board and cgm module. The complaint of no power was shown in the pump history but was not duplicated during investigation. (B)(4).